Event description:
It was reported that the cartridge was not fitting properly on the pump, which was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to remove the pump case and inspect the pneumatic tap area, where an o-ring was found and removed. A new cartridge was loaded to resolve the issue.